Manufacturer narrative:
Additional manufacuring narrative: the returned cable was evaluated. During evaluation the cable passed all functional testing, including spo2 and pulse rate simulation tests. The returned cable failed visual analysis due to cut on the outer jacket along the length of the cable. The cable was otherwise determined to be functioning as designed.

Event description:
The customer reported the cable is splitting at the sensor connection end, causing intermittent readings, dropping out signals, and over issues with effective and accurate monitoring. No patient impact or consequences were reported.